Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, noise was seen on the ventricular channel due to possible lead damage. The lead was explanted and replaced.